Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that keypad up, down, and ok button presses did not activate desired pump functions. Due to the alleged issue, the patient claimed that her blood glucose (bg) dropped to '98 mg/dl' at 7:00 pm. At that time, the patient claimed that she was sweaty and shaky. She administered self-care by drinking juice. By 7:38 pm, her bg rose to '128 mg/dl.' By 9:00 pm, the patient's bg had decreased to '69 mg/dl.' She was treated with 45 grams of carbohydrates (cho's). At 10:00 pm, her bg had risen to '74 mg/dl.' She again consumed 30-45 grams of cho's. The alleged issue was not resolved with troubleshooting. The reporter denied that the keypad was damaged. The pump's time/date, basal rates, ic, isf, and bg target were all confirmed as being correct. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported issue of an unresponsive keypad. There was no visible damage to the keypad and all keys respond properly. The keypad was removed for investigation and contamination was found under the down, up and contrast buttons. Unrelated to this complaint, a crack was found along the battery compartment and the display is dim/fading. The display returned to normal when a test screen was used.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.